Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient took a fingerstick, the cgm reading was 113 mg/dl, and the blood glucose reading was 68 mg/dl. The patient was unable to take a second fingerstick after 5 minutes, as they had already started shaking and experiencing a seizure. The patient eventually lost consciousness. An ambulance was called, and the patient was brought to the hospital. No readings were reported from the hospital, but the patient was treated with glucose tablets, food, drinks, intravenous fluids and also insulin. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.